Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device displayed a "defib fault 72" and a "pacer fault 116" error message. The complainant indicated that there was no patient involvement in the reported malfunction.